Event description:
Event occurred regarding a clave neutral connector where the reporter stated, "blood stuck in the tube." The event occurred during infusion. There were no concomitant drug and no concomitant device. There was no bleedback, no chemo, no biohazard, no user facility medwatch, and no device was reprocessed/resterilized. No delay in therapy. There was patient involvement but there was no patient harm.

Manufacturer narrative:
Investigation summary: a photo was returned showing the 011- c3300 clave neutral connector for inspection. Blood was observed to be in the clave. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history was reviewed, and no nonconformities were found that would have led to the reported complaint.